Manufacturer narrative:
Unit received with motor error alarms during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no excessive no delivery/occlusion alarm and failed battery alarm due to motor error alarm. No frozen screen noted during test and time clock advances properly. Insulin pump received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had frequent alarms, had unexplained random no delivery alarms, had rejected new batteries, the clock was slow, rewind took longer and the pieces around the reservoir area had cracked. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.